Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "exchange of textured to smooth breast implants due to the patient¿s concern with the product and capsular contractive, baker IV." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side "exchange of textured to smooth breast implants due to the patient¿s concern with the product and capsular contractive, baker IV." Device has been explanted.